Event description:
It was reported that the patient presented in clinic due to feelings of lightheadedness. It was noted that the right ventricular (rv) lead intermittently failed to capture and was over-sensing noise which lead to pacing inhibition. It was discovered during the procedure that the rv lead had insulation damage. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2022. The patient was stable throughout the procedure.

Event description:
Additional information received via an implantable registration form (idr) indicated that the right ventricular (rv) was also fractured.